Event description:
The user facility reported that part of the glidewire's coating was "stripped off" when the physician was pulling the guidewire back through the catheter. Follow-up communication with the user facility confirmed that: the patient's anatomy was described as "challenging," which required the physician to "put a lot of torque on the glidewire"; eventually, the guidewire "became stuck in the catheter"; "pressure was increased to pull the [guidewire] back"; upon removal, the physician noted that "the hydrophilic coating was all stripped off the wire"; the detached material was "recovered inside the catheter and not left inside the patient."

Manufacturer narrative:
Results and conclusions - based on user facility information; based on reserve sample evaluation. During follow-up communications with the user facility it was stated that the "hospital is attributing the wire damage to the duress that the 450 pounds (patient's reported weight) put on the vessel/wire." The involved device has not been returned for evaluation. Evaluation of a reserve sample from the reported lot confirmed there were no abnormalities defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The event is consistent with damage to the guidewire coating due to manipulation against the significant resistance that was reportedly encountered during withdrawal. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, and release of plastic fragments" requiring retrieval. Additional statements in the instructions-for-use include: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).